Event description:
It was reported that pump touchscreen was cracked and shattered after customer bumped pump into wall, railing, or counter, and touchscreen became unresponsive so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode, re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and return damaged pump using prepaid label, while technical support arranged shipment of replacement pump under warranty and confirmed shipping address.